Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during shoulder rotator cuff procedure, after a while of the procedure, the dyonics 25 control unit became out of control and the patient's arm was swollen. The procedure was completed without surgical delay using the same device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed no defects were found. A functional evaluation was performed on the returned device and found and no defects. Flow and pressure are within the standards. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a defective transducer. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H11: corrected information in b1, b2, h1 and h6 (health effect - clinical & impact code).